Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2020 with blood glucose of 600 mg/dl. The customer did experienced the symptoms such as nausea,vomiting and abdominal pain. The customer was treated insulin drip and shots. Troubleshooting was done for high blood glucose and under delivery. Based on customer report customer did not allege insulin pump was under delivering. Customer was using auto mode during high blood glucose. The insulin pump will not be returned for analysis.